Event description:
It was reported that a the patient, who, two days earlier, had had a tracheostomy procedure in the emergency department, went into respiratory distress. Then the patient became difficult to ventilate and began to develop subcutaneous emphysema requiring a second emergent intubation. The tracheal tube was removed and the physician noted that the cuff had burst. It has been reported that the patient expired. The cause of death has not yet been reported.

Manufacturer narrative:
(B)(4). The device is not returning for investigation as it was discarded by the customer.